Manufacturer narrative:
Device evaluation: the reported issue that the speed of pump motor could not be adjusted was verified during service. During preliminary analysis the service technician found that the instrument booted up normally but the motor did not work and could not be controlled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the speed of pump motor could not be adjusted.the use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional information b5: medtronic received additional information that no rpm was displayed. Device evaluation summary: the reported issue that the speed of the pump motor could not be adjusted was verified during service. The service technician found that the instrument booted up normally but the motor did not work and could not be controlled. The issue was resolved by replacing the assembly mp module and the flow module. Preventative maintenance was performed per specifications. Correction section e postal code: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 this field was updated: medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the speed of pump motor could not be adjusted. The instrument was used. There was no adverse patient effect associated with this event. Imf (annex f) health impact: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.